Event description:
The customer stated that high control tests were performed and a result of 179 mg/dl was received. The high control range was 243-329 mg/dl. No adverse events were alleged. While attempting to troubleshoot the meter and test strips, the customer disconnected the call. No product will be returned for evaluation.